Event description:
It has been reported to this office that a reagent that is being used will not pick up certain antibodies that could be injurious to the patient. It is also our understanding the manufacturer is aware of this issue. This report is being filed due to the seeming slow response of the manufacturer to this problem.